Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an emergent case to treat a perforated vessel in the iliac (curb iliac), the balloon expandable vascular covered stent catheter was allegedly unable to load through the 6fr introducer sheath. Therefore, the introducer sheath was upsized to a 7fr, and a new delivery system was used to complete the procedure. It was further reported that although unrelated to the product or the event, the patient required a transfusion, was transferred to intensive care, and will need open heart surgery. The patient reportedly is currently doing well.